Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl. Technical support instructed the customer to inspect the cartridge o-ring, which was found to be in place and undamaged. Customer was unable to remove the pump from its case despite multiple attempts and plans to visit their healthcare provider for assistance. There was no reported adverse impact on the customer¿s blood glucose level, and they will follow up if necessary.